Event description:
Related manufacturer reference number: 2017865-2023-51227. It was reported the patient presented for magnetic resonance imaging. During interrogation, it was discovered the atrial lead exhibited high pacing impedance and the right ventricular lead exhibited high capture threshold. Programming changes were performed to resolve these issues. The patient was in stable condition.